Event description:
The patient is reportedly experiencing intermittencies. Programming adjustments were made and the external equipment was exchanged; however this did no resolve the issue. Revision surgery is under consideration.